Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was received for evaluation. Visual inspection of the transfer set did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested (including leak, clear passage, clamp function) with no issues noted. The female connector was twisted by hand with no issues noted. A broken or missing component would have resulted in a visual and/or functional testing failure; no other issues were noted during the evaluation. The reported condition was not verified on the actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional initial reporter phone no. Is (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) was unable to disconnect the patient line of a minicap extended life pd transfer set after peritoneal dialysis(pd) treatment because the light blue (main body) and the dark blue (female connector) components of the twist clamp began to unscrew (separate). It was further reported that ¿there seemed to be a piece broken off from the inside threading of the light blue component¿ of the transfer set twist clamp. As a result, the hp¿s transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.